Event description:
Md was performing a shoulder arthroscopy when the stryker serfas energy (bipolar cautery) and the stryker core driver (power shaver) began to malfunction. At a few moments doing the procedure when md used the serfas energy, the core driver activated automatically. Each of these pieces of equipment are used from different machines. During the procedure, the handpieces were changed, however the problem still continued. Biomed was made aware of the situation and tested each piece of equipment and did not find any problems. Biomed contacted stryker, which according to them, no other reports of the such has been filed. As of know, the handpieces are being held, pending possible further testing.